Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes bluselect sample p/n 100/860/085z evaluated. Visual inspection revealed pilot balloon detached from tube as event was confirmed with inspection 12"- 16" . No other device analysis was done as event was confirmed. All mitigations on placed were verified and it was confirmed has been executing according, therefore no corrective actions could be implemented, it will be continue monitoring this failure condition in this product for threshold or escalation.

Event description:
Investigation completed and summary in h 10.

Event description:
It was reported the device was in use for 10 days when the inflation line became detached from the rest of the device. No adverse effects reported.